Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
From the reported information, there is occlusion in the connector with reported back flow. No leakage reported. No patient or user harm reported.